Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot identification numbers were not provided. Based on the information reviewed, there is no indication of a product deficiency. The reported malposition of the stent implant and stent elongation/stretch damage is likely associated with the operational context of the procedure. There is no indication of a product quality deficiency.

Event description:
It was reported that the target lesion was in the proximal to mid left anterior descending artery (lad) with 90% stenosis. After pre-dilatation with a 3.0 x 15 mm non-abbott dilatation catheter and intra-vascular ultra sound (ivus) performed, the xience xpedition 3.5 x 38 mm stent was implanted at the intended lesion. Under ivus, it was observed that the xience xpedition stent was not fully apposed to the vessel wall and additional dilatation was performed with the non-abbott dilatation catheter. Because the diameter of the proximal side of the lesion was 4.5-5.0 mm, the proximal part was dilated with an nc trek 5.0 x 8 mm balloon. Then under angiography, it was felt that the length of xience xpedition stent had increased proximally. There was no change in the position of distal side. The physician commented that the result was fine, because the proximal side of the stent was dilated with a large dilatation catheter. There was no reported adverse patient effect. There was no abnormality noted during preparation of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: rinato; guide cath: 6fr heartrail ii sl3.5. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.